Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event was reported through a medwatch form with no customer contact information provided. The initial reporter was a patient that received a portex d.i.c. Tracheostomy tube with a disposable inner cannula that needed to be replaced on 90 day interval in outpatient ambulatory care clinic. The patient took the tracheostomy tube with them to the clinic on the day of the procedure. The old tracheostomy tube was removed and the new tube was opened from a sealed sterile package. The obturator was missing was missing from the package. The physician had difficulty but was ultimately able to install the tracheostomy tube without the obturator.